Manufacturer narrative:
The reported failure of 120 vac power source peak power is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The trilogy 200 ventilator was returned to the third-party service center for remediation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device failed a 120 vac power source peak power (1 *) [19m 11s test step during testing. Inconclusion the active exhalation control module was replaced to address the issue. The device was retested and passed all test. Additionally, during the service of the device, components were replaced as part of maintenance of the device or due to cosmetic or physical damage. The software was upgraded. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.